Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was rising/increase in impedance on the right ventricular (rv) lead due to a possible lead fracture. The rv lead also exhibited high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.